Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open urological procedure, the staples were formed in lumbricoid shape at the distal end of the cartridge at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.